Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during the implant procedure that the left ventricular lead exhibited high pacing impedance. The physician opted to replace the lead. The patient was in stable condition.